Event description:
It was reported that the motor device had unspecified malfunctions. During an in-house engineering evaluation, it was determined that the device had cosmetic damage, was loose, had worn vanes, hose damage, noise and liquid leak. It was further determined that the device failed pre-test for visual, hose verification, loctite verification, noise, rotational speed assessment and oil leak. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. UDI: (B)(4).